Event description:
An alarm issue was reported with the adc application in use with a samsung s7 v.8.00 android operating system (full software v.2.8.1.9305). The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness and/or convulsion/seizure and reported a glucose result of 73 mg/dl (unknown device). The customer was unable to self-treat and was treated with recovery injection (unspecified type and dose) by non-healthcare professional (hcp). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The user reported missing high and low glucose alarms with the freestyle librelink application. Attempted to replicate the user¿s complaint using a similar configuration and successfully received high and low glucose alarm notifications. The user complaint could not be replicated. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a samsung s7 v.8.00 android operating system (full software v.2.8.1.9305). The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness and/or convulsion/seizure and reported a glucose result of 73 mg/dl (unknown device). The customer was unable to self-treat and was treated with recovery injection (unspecified type and dose) by non-healthcare professional (hcp). There was no report of death or permanent injury associated with this event.